Event description:
The event is reported as: complaint alleges: staples did not detach themselves from the anvil. The event caused no harm to the pt, and no medical intervention was necessary. No pt injury.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issue related to this complaint. From the picture it was observed "jamming during use". No other defects were found. The complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available. However, we will continue to monitor and trend relating complaints.